Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-06-29. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle bent npe & needle clog. Investigation summary: customer returned (2) open 5mm, 31g pen needles without the tear drop label. Customer states that the npe of the cannula is bent and the needles will not release the insulin. Both returned pen needles were examined and both exhibited a bent non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for needle bent npe & needle clog. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the npe of the pen needles are bent. Additionally, it was reported that the needles will not release the insulin when loosely attaching some of the pen needles. Verbatim: consumer reported finding the npe of her pen needles to be bent. Stated when attaching some of the pen needles looser to her insulin pen, the pen needles will not release her insulin. Consumer stated she does not prime before every injection. She was only told to prime the first time using her insulin pen. Advised consumer that it is recommended to prime before every injection. Exact amount of pen needles affected is unknown. Stated she receives a 30 day supply of the bd pen needles in a bag from her retail pharmacy due to insurance purposes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle bent npe & needle clog. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle bent npe & needle clog. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the npe of the pen needles are bent. Additionally, it was reported that the needles will not release the insulin when loosely attaching some of the pen needles. Verbatim: consumer reported finding the npe of her pen needles to be bent. Stated when attaching some of the pen needles looser to her insulin pen, the pen needles will not release her insulin. Consumer stated she does not prime before every injection. She was only told to prime the first time using her insulin pen. Advised consumer that it is recommended to prime before every injection. Exact amount of pen needles affected is unknown. Stated she receives a 30 day supply of the bd pen needles in a bag from her retail pharmacy due to insurance purposes.